Manufacturer narrative:
Due to character limits - event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, cardiosave intra-aortic balloon pump was turned on for routine maintenance, but a long beep alarm sounded, and the host failed to turn on, rendering the iabp unusable. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9 (return to manufacture date), d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 it was reported that during routine maintenance, the cardiosave intra-aortic balloon pump (iabp) was unable to power on with a long alarm sound. There was no patient involvement. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the power management board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part rev. J with a reported unit failure of a long alarm when powered on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual revision r. The unit turns on automatically when the board is installed. Confirmed board is faulty. This is a known issue and has been resolved in an fsca. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. According to CAPA 566812, "the root causes of the high incidence of cardiosave power management boards are stated as follows: rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board."